Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter. The receiver data log was reviewed on 03/04/2016 and also confirmed the customer complaint. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient reset the smart phone, removed the g5 application and reinstalled the application. Reset was not successful. No injury or medical intervention was reported.